Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse of a customer reported via phone call of hospitalization for high blood glucose of 600mg/dl. The nurse indicated that the customer has changed the infusion set twice and blood glucose is not going down. Nurse indicated that the customer will call at a later time to troubleshoot. There was no further information provided by the customer or troubleshooting and no further high blood glucose troubleshooting was performed.